Manufacturer narrative:
H3. Analysis of the burr hole device (l/n 082m14324) found the burr hole base and centering tool were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the surgical team encountered issues with the screws in the bhd b32000 burr hole device kit. They had difficulty getting the screws to engage properly, and after securing the burr hole assembly, it was found to be off-center. The healthcare professional highlighted that similar issues with the screw design were frequent. To address this, the team replaced the original screws with cranial plating screws and opened a new burr hole device. These actions improved alignment within the burr hole and resolved the issue.